Event description:
It was reported that the reservoir had air bubbles. It was found that customer takes out the insulin from the fridge and leaves it in a room temperature for 5 to 15 minutes. The customer was advised that the insulin have to stay in room temperature for minimum of 3 hours. Customer does not want to do high pressure test. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)